Event description:
It was reported that the patient had the artificial urinary sphincter 4.5 cm cuff component replaced with a 4.0 cm cuff as the patient continued to use 2-3 pads daily. The cuff did not adequately coapt the urethra anymore. The patient experienced recurring incontinence and needed a smaller cuff.

Event description:
It was reported that the patient had the artificial urinary sphincter 4.5 cm cuff component replaced with a 4.0 cm cuff as the patient continued to use 2-3 pads daily. The cuff did not adequately coapt the urethra anymore. The patient experienced recurring incontinence and needed a smaller cuff.

Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The cuff measured 4.5 cm. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff. Product analysis was unable to confirm the reported urinary incontinence issues. However, it is likely that the sizing issue contributed to the urinary incontinence issues.

Event description:
It was reported that the patient had the artificial urinary sphincter 4.5 cm cuff component replaced with a 4.0 cm cuff as the patient continued to use 2-3 pads daily. The cuff did not adequately coapt the urethra anymore. The patient experienced recurring incontinence and needed a smaller cuff.